Manufacturer narrative:
A complete lead was returned for analysis in two segments measuring 6.5 cm and 80.6 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2017. Patient was stable post procedure.